Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing reproduced error code e216 and found the image disappeared during angulation due to disconnection or short-circuit of the image sensor cable. In addition, the adhesive on the bending section was peeled off and there were scratches on the video cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e216 (communication error) occurred with the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found the image disappeared during angulation. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. It is likely the events (e216 error and image disappearance) were caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.